Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "implant is broken, "extremely painful", and "the left side nipple is inverted".

Event description:
Patient reported left side "implant is broken, "extremely painful", and "the left side nipple is inverted". The patient also reported a exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device remains implanted.